Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the intermittent connection with the device was a damaged contact within the battery pack connector. Pin 1 in the connector was bent which caused the intermittent connection. The root cause of the physical damage to the contact has not been determined. No adverse event resulted from the damaged battery. The pt was provided with a replacement battery.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that his device intermittently resets, or shuts down completely, when manipulating the device. Support was able to isolate the problem to one of the pt's battery packs. When the battery was gently tugged the device would shut down. The pt's suspect battery pack was replaced.